Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device remains implanted. This record relates to an unknown side.

Event description:
Healthcare professional reported "a radiologically ruptured implant". Physician confirmed rupture was diagnosed via ultrasound imaging. This record relates to the left side. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional reported "a radiologically ruptured implant". Physician confirmed rupture was diagnosed via ultrasound imaging. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification. Additional observations: ¿ crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.